Event description:
It was reported that the external pulse generator (epg) had low atrial sensitivity when tested. Technical services (ts) walked the caller through the testing of the epg and found that it was out of specifications and informed the caller to discontinue its use. The status of the epg is unknown. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)